Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer was hospitalized due to hyperglycemia as well as diabetic ketoacidosis on june 1, 2020. The customer stated that the symptoms related to high blood glucose such as vomiting. Auto mode was active. The device will not be returned for analysis.